Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned plate is completely damaged / bent. The oblong screw hole is damaged / deformed to such an extend that the screw does fall through as reported. The plate is completely deformed, no bending marks of a plate bender are visible. The damaged / deformity observed; concludes that far too much mechanical force during screw insertion had been applied. A close up of the badly damaged t10 screw interface also confirms this. Possible inadequate screw positioning did not result in the planed compression. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much mechanical force during screw insertion (over torqued). If any further information is provided, the investigation report will be updated.

Event description:
At the plate hole 40-15031 the screw 657440 falls through. Replacement was available. Surgical delay of 20 minutes not longer. No other consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
At the plate hole 40-15031 the screw (B)(4) falls through. Replacement was available. Surgical delay of 20 minutes not longer. No other consequences reported.